Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery while attempting to bolus. Customer's blood glucose was 112 mg/dl. Troubleshooting was performed and she had to change the infusion set and reservoir to resolve the issue. Customer was advised the alarm was caused by an infusion set or reservoir occlusion. Customer agreed to return the reservoir for analysis.